Manufacturer narrative:
The returned device was evaluated and received with the cannula assembly deployed. The downloaded data returned timeouts in pulse widths during runtime, but no alarm was generated. The exposed portion of the soft cannula was found bent, although it cannot be determined when or how this damage occurred. Fluid was able to flow through the fluid path with no signs of struggle. Score marks were observed on the circumference of the tube nut, indicating interference between the tube nut and reservoir cap. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reports while wearing a pod between 36 and 48 hours on the abdomen it was leaking and his blood glucose level reached 375 mg/dl. Upon deactivation, the patient reports the cannula was bent. As treatment, the patient gave a correction and changed the pod. The patient's blood glucose history are as follows: time: 1:30 pm, bg(mg/dl): 260-270; 3:00 pm, 300; 3:40 pm, 375.